Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During insertion, the surgeon accessed the artery instead of the vein; the patient began to bleed from the access site. A thoracic surgeon was consulted during the case, but it is unknown what actions were taken. The patient was taken to ccu after the surgery, and received 16 units of blood. The patient continued to bleed and subsequently died the day after the surgery.